Event description:
The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - ECG (electrocardiogram) is loose. Keyboard hinges are broken. Keyboard is pulling apart. Overlay to the screen is smashed. Case is worn. System fan in noisy. (B)(4) -rf (radio frequency) head cable is damaged (wire exposed). Rf head upper case has a cracked led (light emitting diode) window.